Manufacturer narrative:
This report is for an unknown drill bit/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Occupation: initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the variable angle locking drill guide did not allow the unknown drill bit to pass smoothly through the instrument during inventory of a distal radius set. The event occurred at the santa ana metro office. There is no patient involvement. This report is for one (1) unknown- drill bits. This is report 2 of 2 for (B)(4).

Event description:
It was reported on (B)(6) 2018, during inventory of distal radius set at (B)(6) office it was noticed that the unknown variable angle drill guide wasn't allowing the unknown drill bit to pass smoothly through the instrument. There was no patient and procedure involvement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Catalog number and UDI. Device is not expected to be returned for manufacturer review/investigation. These dates were inadvertently reported as (B)(6) 2018 in the initial report. The correct date is (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.